Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's lcd screen got scratched by a metal item. The customer's blood glucose was 234 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and scratched case.